Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they cannot chew on the right side and when they chew on the left side, their right teeth bang together. Their right side is misaligned as far as their bite is concerned. Advised patient to visit their dentist for further evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.